Event description:
Procedure type: inguenal hernia repair. According to the reporter: permacol tore while it was being sutured. The case was not extended by more than 30 minutes. There was no bleeding reported in excess of 500ml.

Manufacturer narrative:
(B)(4).